Manufacturer narrative:
The event occurred between on (B)(6) 2022. Initial reporter city: (B)(6). The lot was manufactured from june 20, 2022 - june 21, 2022. (B)(4). A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified for both samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused; between 15% to 80% remained in the devices. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices were filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.